Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 558 mg/dl. The customer also mentioned other blood glucose values such as 392 mg/dl, 530 mg/dl, 305 mg/dl, and 562 mg/dl. The customer was treated with using pump. The customer was using the insulin pump within 48 hours of reported event. The customer did experience any symptoms of high blood glucose value such as lethargy and upset stomach. The auto mode feature was not active at the time of high blood glucose event. The customer feels okay to troubleshoot. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.